Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty removing the statlock stabilization device from the patient¿s skin was inconclusive because the original product sample was not returned for evaluation. The product returned for evaluation was one statlock PICC plus tricot catheter stabilization device. The sample was received in its original sealed packaging. Following removal from the packaging, gross inspection of the sample was unremarkable. Inspection of the paper backing was unremarkable. Removal of the paper backing was unremarkable. Adhesion of the sample to synthetic skin appeared unremarkable. The effort required to remove the device was comparable to a similar, non-complainant device. No deficiencies were discovered during evaluation of the returned sample; however, the sealed state of the returned sample indicated that it had not been used on a patient and was not the complaint sample. Consequently this complaint is inconclusive at this time. A lot history review (lhr) of juzdf275 showed no other similar product complaint(s) from these lot numbers.

Event description:
It was reported that the patient's skin had torn when the statlock was removed. The health care professional (hcp) tried multiple alcohol swabs and adhesive remover. The area was then soaked in saline then vaseline. Eventually the doctor had to administer IV local anaesthetic to assist with the removal. The patient is (B)(6) old with very fragile skin.